Manufacturer narrative:
The report of alleged metal shards coming off of the drill bit inserted into the 1/4" chuck w/key could not be confirmed as the product was not received for evaluation. The potential cause for failure could not be determined. Device not returned to manufacturer for evaluation.

Event description:
It was reported that when using the system 6 single trigger rotary with the 1/4" chuck with key, metal shards came off of the drill bit that was inserted into the 1/4" chuck with key and went into the patient's knee during an acl procedure. The metal shards were flushed and there was no medical treatment or intervention required as a result of the event and no adverse consequences.

Event description:
It was reported that when using the system 6 single trigger rotary with the 1/4" chuck with key, metal shards came off of the drill bit that was inserted into the 1/4" chuck with key and went into the patient's knee during an acl procedure. The metal shards were flushed and there was no medical treatment or intervention required as a result of the event and no adverse consequences.

Manufacturer narrative:
The report of alleged metal shedding debris could not be confirmed as the product was not received for evaluation. The potential cause for failure could not be determined. However, the system 6 single trigger rotary is due to be returned and evaluated. Additional information may be submitted once the results analysis is complete. (B)(4): device not returned for investigation.